Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting intermittent undersensing, potentially affecting mode switching and a trial tachycardia/atrial fibrillation (at/af) episode collection. Possible artifact was also noted. The lead remains in use. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) clock was off by one hour. The device remains in use. Nopatient complications have been reported as a result of this event.